Event description:
It was reported that the patient experiencing palpitations presented in clinic for right atrial lead revision. The lead exhibited noise, drop in impedance, and a sensing anomaly. During revision, the lead was noted to be fractured. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.